Manufacturer narrative:
The reported oad was received for analysis with the guide wire engaged in the device. The device driveshaft and saline sheath and the guide wire were found to have been destructively cut. The driveshaft was elongated in the area of the crown solder bond and the crown was detached and missing. Scanning electron microscopy was performed and did not identify any issue with the solder bond which may have contributed to the detachment. It was reported to csi that the location of the crown was unknown. When tested, the oad spun on all speeds as intended. At the conclusion of the device analysis investigation, the reported inability to cross the lesion was unable to be confirmed. Additionally, the cause of the crown detachment could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion resulting in a procedural delay. The target lesion was 90% stenosed and located in the popliteal. During treatment of the lesion, the device stalled and became stuck in the lesion. The oad was disassembled and a guide catheter was inserted in order to remove the device, resulting in a one hour procedural delay. The lesion was re-wired and the procedure was completed with balloon angioplasty. The patient was in stable condition following the procedure.